Event description:
It was reported that post a stenting treatment procedure, a instent restenosis occurred. Patient presented with "noted change of dialysis quantity flow, aggravation of the dialysis efficiency and recurrence of the vein high blood pressure." Vascular access was obtained via the cephalic vein. The 90% stenosed lesion was located in the moderately tortuous and non calcified left cephalic vein. A percutaneous transluminal angioplasty treatment procedure was performed to treat the target lesion. A 014 transcend guide wire was advanced and crossed the target lesion. A 6.0-40/40 balloon catheter was advanced and inflated, however a balloon rupture occurred on the first inflation at 10atms. The balloon catheter was removed and the procedure was completed with a 6.0x40 90cm balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).